Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that the device had reached elective replacement indicator (eri) and there was premature battery depletion. It was noted there was a power on reset on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).